Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was oversensing on the ventricular channel. As a result, patient received inappropriate therapy. It was noted that the patient presented with twiddlers syndrome. The leads were dislodged due to constant twisting of the device. The lead was explanted.